Event description:
Sharp plastic shard found in 60cc feeding syringe, noticed immediately and was not given to patient. Lot # 85310.======================manufacturer response for 60 ml oral syringe, 60 ml oral syringe (per site reporter).======================will evaluate when product is returned.